Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. The initial reporter also notified the FDA on 26 october 2020. Medwatch report # mw5097409. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. The customer stated the staff member tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The staff member was sent home to self quarantine. Eua # (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. The customer stated the staff member tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The staff member was sent home to self quarantine. Eua # (B)(6).

Manufacturer narrative:
H.6. Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that were observed. A corrective and preventive action (CAPA#1878253) is already initiated to investigate the root cause and some mitigation actions are already being addressed. See h.10.